Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump received a multiple pump error. The blood glucose level was unknown. Customer stated that this was the second occurrence of pump error. Customer also performed self-test and insulin pump passed the test. The product will return for the analysis.